Event description:
Unable to reach the pt/layperson, this senior medical affairs specialist has reviewed the customer care advocate's cca's, documentation and classified the complaint. The pt alleged his one touch ultra meter prompted er2, when he turned on the meter. In 2008, two weeks after the alleged issue began, the pt reportedly developed a dry mouth and blurry vision, for which he took "more insulin". Because the alleged product issue was not resolved, the cca replaced the meter and test strips. Due to the alleged symptoms, that can be associated with hyperglycemia after the reported issue began, the complaint is classified as a reportable MDR.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) to eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.